Event description:
A report was received regarding the removal of a femur less invasive stabilization system (liss) plate, from the femur shaft. The most proximal screw was broken and there was a non-union. The liss plate and six screws were removed. The patient was revised with new devices from another manufacturer. This is report # 7 of 7 for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an investigation and device history record review could not be completed and no conclusion could be drawn as there was no part or lot number provided and the device was not returned.